Event description:
According to the reporter during a hysterectomy procedure, the two needle broke while using the two suturing handles.

Manufacturer narrative:
D10 concomitant products: 173016, 173016 endo stitch instrument (lot#: j4k4123ey), 173016, 173016 endo stitch instrument (lot#: j4l3452ey), unknown endo st, unknown endo stitch sulu (lot#: unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: a2, a3a, a4, b3, b5, d1, d2 (product code, common device name), d4 (model #, catalog #, expiration date, lot #, unique identifier (UDI) #) d8, d10, g3 (PMA/510(k)#), h4, h6 d10 concomitant products: 173016, 173016 endo stitch instrument (lot# j4k4123ey) 173016, 173016 endo stitch instrument (lot# j4l3452ey) 170056, 170056 endo stitch 0 und 120 polysbx12 (lot# j4l2824y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a hysterectomy, the two needles broke while using the two suturing handles. The device was replaced to resolve the issue. There was no patient injury.